Event description:
Revision of tibial insert 7 years post operatively due to ligament laxity. It was not reported what lead to the laxity in the joint. This event occurred outside of the us, in (B)(6).

Manufacturer narrative:
MFR is awaiting the return of the device for eval.